Event description:
Prior to an unk procedure, the device was on the surgical field and the scrub tech allegedly forced the disposable onto the handpiece, thereby locking it in place. Disposable could not be removed from the handpiece and is still attached. Not known how case completed. No pt consequence.